Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a software error. The device reset itself back to the previous version of the firmware and a remote notification was sent to merlin.net. After the firmware downgrade was reviewed, the patient was brought to the clinic and a firmware update was completed on (B)(6) 2020. There were no adverse consequences to the patient.